Event description:
It was reported that the patient's right atrial (ra) lead had dislodged within about three weeks after implant. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 lead, implanted: (B)(6) 2014. A 419688 lead, implanted: (B)(6) 2014. A 305c227 tissue valve, implanted: (B)(6) 2013. (B)(4).